Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when a patient presented via merlin.net transmission, false ams episodes caused by noise was noted on the atrial lead. The noise was not reproducible. No intervention has been done as the lead remains implanted. The patient was stable and will continue to be monitored.